Manufacturer narrative:
The affected patient has gammopathy, and cancer with known malignant disease. Medwatch fields a2. And a3. Have been updated.

Manufacturer narrative:
The calibration data for ferritin shows the customer is outside of the recommended calibration renewal frequency. Calibration was last performed (B)(6) 2019. Per product labeling, calibration should be performed: after 2 months (8 weeks) when using the same reagent lot. After 7 days (when using the same reagent kit on the analyzer). As required: e.g. Quality control findings outside the defined limits. The ferritin qc shows recovery moving out of range low around (B)(6) 2019. The alarm trace does not show a hint of an issue. The pinch valve was changed and the affiliate indicated this resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas 6000 e 601 module. It was asked, but it is unknown if any incorrect results were reported outside of the laboratory. The sample initially resulted with a ferritin value of 5.28 ng/ml. The sample was repeated, resulting as 1.29 ng/ml. The ferritin reagent lot number and expiration date were requested, but not provided.